Event description:
It was reported that during a coronary drug eluting stenting procedure, the stent balloon would not deflate. The lesion being treated was located in the non-calcified right coronary artery (rca). The 3.50x16mm taxus express2 drug eluting stent balloon was inflated and could not be deflated. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.